Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced missed alerts while using the dexcom g6 cgm. The patient stated her alerts have been delayed since she changed her transmitter. As a result, she had a hypoglycemic event while at work and lost consciousness, stating she received the urgent low alert too late. An ambulance was called by a work colleague. Paramedics arrived on site and treated the patient with a glucose infusion and recovered. She was not taken to the hospital. No cgm or bg values were provided. Data was provided for investigation. A review of performance data shows that the patient¿s always sound feature was disabled and that his low alert was set to 100 mg/dl with the snooze feature disabled. The urgent low alert threshold is fixed at 55 mg/dl. At 12:16 pm, the patient¿s estimated glucose values crossed the low alert threshold and he received a visual low alert with an egv of 84 mg/dl. At 12:21 pm, the patient received another visual low alert with an egv of 73 mg/dl which was acknowledged immediately. The patient¿s estimated glucose values continued to drop and exceeded the urgent low threshold at 12:36 pm with an egv of 48 mg/dl, at which point the patient received a visual urgent low alert. At 12:41 pm, the patient received a second urgent low alert, this time at half volume, with an egv of 45 mg/dl. At 12:46 pm, the patient¿s estimated glucose values started to come back up and he rose above the urgent low threshold. He received a visual urgent low soon alert at 12:46 pm with an egv of 58 mg/dl. At 12:56 pm, the patient received a visual low alert with an egv of 75 mg/dl. At 1:01 pm, the patient received a second visual low alert, again with an egv of 75 mg/dl. At 1:01 pm, the patient received a third visual low alert with an egv of 88 mg/dl. At 1:11 pm, the patient's estimated glucose values crossed back into stable range. The reported complaint was not confirmed as data investigation shows that the patient received all intended alerts at the intended times. The root cause of the alleged issue was determined to be use error as the patient's always sound feature was disabled. This prevented the patient from receiving any audible alerts until the urgent low alert overrode the mute/always sound setting at 12:41 pm and provided an audible alert. The device performed as intended and functioned within specifications and patient settings. At the time of the report, the patient was doing well. No additional patient or event information is available.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed, there was no damage. A voltage test was performed and failed. The allegation was not confirmed via product. The probable cause could not be determined via product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).